Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent the orif surgery for distal humerus fracture with the va-dhp. During the procedure, the drill bit in question was broken while drilling for lateral plate installation after medial plate implantation. The fragment of the broken drill bit was removed by the surgeon, no fragments were left in the body. The surgery was completed successfully with a delay of 30 minutes. No further information is available. This report is for a 2.0mm drill bit qc 140mm ster 60mm calibration. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Manufacturing location: inspected, packaged, sterilized and released by: monument / supplier- orchid unique. Release to warehouse date: 28-dec-2020. Expiration date: 01-dec-2030. Part number: 03.133.101s, 2.0mm drill bit qc 140mm ster 60mm calibration. Lot number: 80p5259 (sterile). Lot quantity: 111. Component part(s) reviewed: part number: 03.133.101, 2.0mm drill bit qc 140mm. Lot number: u365066. Lot quantity: 511. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.